Event description:
Litigation alleges patient had pain, discomfort, negative impact on activities of daily living and elevated metal levels in blood after asr hip implants.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; significantly elevated metal ions; heterotopic ossification; brownish fluid consistent with metal-on-metal. The information received did not change the MDR decision.

Event description:
Update: (B)(6) 2013-sales rep reported revision procedure. Femoral head part/lot and cup part were identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.